Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failureadditional text: pbu display read "not connected"specific component(s) involved: other component malfunction, specifyadditional text:other component: patient cable to pbucausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controller; replacement of other component, specify; replacement of external batteryother intervention :implant device type: lvadmalfunction device type: